Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the pvc ablation procedure, an aortic dissection occurred which required surgical repair. The physician was mapping the left ventricle with the advisor hd grid mapping catheter. Upon finding the focus of arrhythmia, the physician removed the mapping catheter from the heart chamber and attempted to access it with the tactiflex ablation catheter. However, at this moment, the doctor felt a certain difficulty to make the aortic trailing and called another physician for evaluation of the patient. Ultrasound revealed that the aorta was dissected and the patient underwent surgery the next day. All catheters were removed, an echocardiogram was performed and the patient was referred from hemodynamics directly for angiotomography examination, still under general anesthesia, as per the beginning of the procedure. The patient has recovered with will be discharged. There were no performance issues with any abbott device.